Event description:
Reporter alleged obtaining a discrepant blood glucose result of 76 mg/dl on the compact plus system, compared back to back with a result of 490-499 mg/dl on the hosp system, when testing was performed within 10 minutes. Reporter stated she was treated for diabetic ketoacidosis with a central line in her artery, insulin, and kept for 4 days. Reporter stated she obtained a reading of 46-70 mg/dl on her compact plus system prior to being driven to the hosp, and she did not take her insulin because of it. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated he no longer has the strips and, so no product will be returned for evaluation.